Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified the following related repair: the device had low rpms, the torque on the thickness control lever was loose, the control bar was not in the correct position, and the calibration was out of specification. The spring seal was replaced to correct the low rpms, the vespel and semi-circle bearings were replaced to tighten the torque, the control bar was placed in the correct position, and the unit was calibrated to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the surgeon complained of the unit not shaving smoothly during surgery. No harm or delay reported. No adverse events were reported as a result of this malfunction.